Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus regional repair center (rrc) in prerov/czech republic (returned to rrc on 2022-09-05). The evaluation found several different errors in the error log of the suspect device. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. In the case at hand, these errors as well as the image failure reported by the customer were caused by a defective motherboard. Thus, this event/incident was attributed to component failure. Also, there was no audio signal reported which is also most likely attributable to a defective motherboard. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Event description:
Olympus was informed that during an unspecified procedure at an unknown date, the electrosurgical generator ¿esg-400¿ shut down and the screen went black without displaying an error message. No further information was provided but there was no report about an adverse event or patient injury.